Event description:
Procedure type: midline, multiple defects (epigastric, umbilical, infraumbilical, and suprapubic) with a resection of small bowel diseased through crohn's disease. According to the reporter: implant date of permacol: (B)(6) 2013. The patient experienced abdominal pain starting on (B)(6) 2013 and resolved on (B)(6) 2013; severity of pain: moderate; treated with medication-patient was hospitalized; relationship to device: unknown/impossible to determine.

Manufacturer narrative:
(B)(4).